Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded ventricular tachycardia (vt) episodes despite being at a rate lower than the programmed rate. The field representative also noted noisy signals on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and stated that the vt-1 rate was lower than what the field representative thought. Ts did not see noisy signals but noted high out of range pacing impedance on the right ventricular (rv) lead channel. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was reprogrammed to resolve the issue. No adverse patient effects were reported.